Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2021-04-09. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-07-02 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: bd received an 24 gauge nexiva single port unit from lot 0294088 for evaluation. Our quality engineer visually inspected the returned unit and observed that the bevel of the needle was inside the catheter tubing. The cannula and catheter tubing were measured. The catheter tubing was found to be longer than specification indicating the catheter tubing was too long rather than the needle was too short. Further investigation of the catheter revealed the tip was also out of specification; therefore, the defects of poor tip quality and incorrect catheter length were confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. Root cause description: the root cause was determined to most likely be manufacturing. Station setup is performed and verified by operators per the quality plan. A vision system is in place that inspects the products during manufacturing. Preventative maintenance and quality inspections are also performed at regular intervals to mitigate the risk from this type of defect. Rationale: customer complaint trends are evaluated on a monthly basis and currently do not indicate the need for a formal corrective action.

Event description:
It was reported that nexiva 24 ga x 3/4 in single port needle tip was too short. The following information was provided by the initial reporter: when attempting puncture, the hcp noticed that the needle tip was shorter than usual.